Event description:
It was reported that prior to a procedure at the user facility that the device would start by itself. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.